Event description:
It was reported that during a gastric resection procedure that, the instrument did not cut and close properly. Surgeon took new instrument to end procedure. There was no adverse patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.